Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Interrogation of the device revealed that the right ventricular lead had a high capture threshold and episodes of oversensing noise. The patient was in stable condition and will continue to be monitored.

Event description:
New information notes that on (B)(6) 2022, the lead was capped and replaced. The patient was stable.

Event description:
Additional information reported that the patient presented with further noise oversensed on both the sensing channel and the discrimination channel of the right ventricular lead. The physician suspects the lead may be fractured. No intervention was performed and the patient was asymptomatic.

Event description:
It was reported that on 07 nov 2022 when the lead was capped the device was also explanted due to backup. The patient was stable. Related manufacturer reference number: 2017865-2022-48828.

Event description:
It was reported that the patient presented remotely on (B)(6) 2022 with multiple episodes of non-sustained oversensing on the right ventricular lead. These appeared to be due to short episodes of noise on the ventricular channel. Noise was unable to be reproduced with isometrics in clinic. The patient was asymptomatic and would continue to be monitored.